Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the remote support service (rss) server and the station, no issues were identified during the review, and the customer confirmed that the issue had been resolved. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pyxis nt4a was in critical override and was not allowing medication to be overridden. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.